Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a right lumbar medial branch radiofrequency ablation of l4-l5 and l5-s1, a patient burn occurred. The burns were narrow blistered areas on the right hip where the grounding pad was located. The burns were treated with neosporin and adhesive bandages. The patient was stable following the procedure.